Event description:
It was reported that patient was experiencing a loss of therapeutic effect with no stimulation sensation from the neurostimulator. There was no known incident. It was reported "the ipg just quit working." Additional information has been requested but was not available on the date of this report.